Event description:
Unit alarming low o2. Dealer sent inquiry to see if units were under warranty and if exceptions could be made if not this one is not and wanted to be informed before issuing RMA that they needed to follow up with customer first.